Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned controller revealed on open diode in controller's internal automatic power switching (aps) circuit. During testing, this prevented the controller from switching to the back-up power source (ps 2) when the primary power source (ps1) was disconnected, resulting in a pump stop. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be will be submitted within thirty (30) days of completion of the investigation.

Event description:
Approximately three months post lvad implantation, the patient reported that he/she experienced a controller failure alarm. The patient's controller was replaced. The event resolved without any reported patient injury.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced a controller fault alarm. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. Controller failed functional testing as a result of an open d5 diode in the power channel. The log files do confirmed a controller fault alarm as a "uic power mismatch". There is also a confirmed controller fault alarm. The root cause for the reported 'controller fault alarm' was found to be a failure of the automatic power switching circuit due to user interface controller (uic) power mismatch as a result of an open d5 diode. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.